Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 02.210.116ts, lot number: 6l35430, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 28. Oct. 2019, expiry date: 01. Oct. 2024. Lot 6l35430 is part of a CAPA, therefore no further investigation is required for this lot number as the investigation including root cause definition has already been performed under this CAPA. Or part: 02.210.116ts, lot: 6l42156, manufacturing site: selzach, release to warehouse date: 18 nov 2019, expiry date: 01 nov 2024. Lot 6l42156 is part of a CAPA, therefore no further investigation is required for this lot number as the investigation including root cause definition has already been performed under this CAPA. Visual inspection: the locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The inspection performed at customer quality (cq) zuchwil confirmed that after unscrewing the outer cap the entire inner tube (cap with holder and screw) is retained within the outer tube, preventing the screw from being removed and used. No further damage is visible. Summary: the complaint condition is confirmed as the inner tube is retained within the outer tube during disassembly preventing the screw from being removed and used. Lot 6l35430 was manufactured in october 2019 and lot 6l42156 was manufactured in november 2019 according to the specification. These lot's met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the products that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action and part of the field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within the CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot- 6l35430 or 6l42156. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the inner tube became stuck and unable to disassemble the screws from the device. No further information provided. Concomitant device reported: va locking screw stardrive® 2.4 mm, se (part# 02.210.120ts/ 02.210.116ts, lot# 6l35430 or 6l42156, quantity# 5), cortscr ø2.4 self-tap l12 sst (part# 201.762ts, lot# unknown, quantity#1) this report is for one (1) 2.4mm va locking screw stardrive 16mm sterile. This is report 3 of 7 for (B)(4).